Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). A device history review will be completed.

Event description:
The affiliate reported via email that the customers vapr coolpulse 90 electrode failed during a shoulder surgery due to having a defective distal end. Right shoulder acromioclavicular disjunction, upon resection of the subacromial bursa the operator noticed the loss of the tip of the electrode in the patient. Noted risk of post operative infection. No more information to date. There is no note on how case was completed. The affiliate reported no adverse patient consequence nor time delays. The device is being returned for review.